Event description:
It was reported that during a routine device interrogation, rising threshold was noticed on left ventricular (lv) lead. The lead was explanted and replaced. The patient is in stable condition.